Event description:
Boston scientific received information from a health care provider indicated they were about to change out a device that had gone into storage mode. The caller did not provide specifics regarding the device or patient. The device was being changed out by a competitor. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.